Event description:
Boston scientific received information that during upgrade and extraction of a pacing system, the distal pacing tip of this right ventricular (rv) lead broke off and remained inside the heart. Additional information obtained from the field which indicated that the physician felt that the remaining pieces did not present any significant risk to the patient and chose not to remove it. The physician successfully implanted a new system without incident. This rv lead will be returned to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A visual inspection was done. The lead was returned but the tip of the lead including the neck insulation was not received by the laboratory. There were blood/body fluid noted in the lead lumen. Deformed conductor coils along with puncture holes in the insulation were noted ¿ most likely from some type of grabbing tool. There was an electro-cautery damage noted in several places. The suture was tied tight onto the lead of the second segment for extracting purposes. Tissue and some calcification were noted on the lead body in a few places. The neck insulation was pulled from the distal end of the anode ring and was not returned. The cathode coil in the tip segment has been extremely stretched, it is almost straight. It has been pulled to the point of fracture. Laboratory analysis confirmed the reported observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.